Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition and inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. No patient consequences were reported.

Event description:
New information received indicated that the right atrial (ra) lead insulation was damage.